Event description:
On (B)(6) 2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was taken to the emergency room (ER). No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2022 with complaints of severe abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable, elevated wbcs noted) were collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) antibiotics (drugs, doses, frequency, duration unavailable) and was discharged the following day (B)(6) 2022) as her complaints of abdominal pain had subsided. The patient¿s peritoneal effluent culture result returned positive (organism unavailable), and the cause of the patient¿s peritonitis was never discovered. However, the pdrn reported the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing an unknown liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, characterized by severe abdominal pain, which required hospitalization, and antibiotic therapy. The etiology (including offending organism) of the peritonitis is unknown; therefore, causality cannot firmly be established. However, the pdrn reported the events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Esrd patient¿s undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Furthermore, there is no allegation or objective evidence a fresenius device(s) and/or product(s) failed to meet manufacturer specifications. Therefore, the liberty select cycler and liberty cycler set can be disassociated from having caused or contributed to the patient¿s serious adverse events.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was taken to the emergency room (ER). No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6)2022 with complaints of severe abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable, elevated wbcs noted) were collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) antibiotics (drugs, doses, frequency, duration unavailable) and was discharged the following day ((B)(6) 2022) as her complaints of abdominal pain had subsided. The patient¿s peritoneal effluent culture result returned positive (organism unavailable), and the cause of the patient¿s peritonitis was never discovered. However, the pdrn reported the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.